Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9735001, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the mouse of the navigation system was not responsive to prompts from the user. It was reported that the mouse would illuminate as though it was receiving power. There was no patient present when this issue was identified.

Manufacturer narrative:
The mouse for the navigation system was returned to the manufacturer for evaluation. Testing found that the mouse would illuminate but not function when attached to a known operational computer. The mouse could not be recognized by the universal serial bus (usb) device on the computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.